Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Zotarolimus-eluting des devices were used to treat pediatric patients with pulmonary vein stenosis (pvs). At the post-operative follow up, adverse events including death, vein loss, pv atresia, severe hemoptysis, stenosis and some patients required re-intervention to be performed.